Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: we did receive performance data collected from the device and had analyzed the data. Elective replacement indicator (eri) was due to high battery impedance logged on (B)(6) 2012. Prior to explant, ramware version (B)(4) was installed on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was at elective replacement indicator (eri) with suspected early batter depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.